Event description:
It was reported that the ventilator failed multiple tests during pre-use check that included the internal leakage test and flow transducer test among others. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturers ref: #(B)(4).

Manufacturer narrative:
It was reported that the ventilator failed multiple tests during pre-use check that included the internal leakage test and flow transducer test among others. The evaluation of the provided logs shows that the pre-use check failed with flow transducer test, patient circuit test, gas supply test and the internal leakage test. Our field service engineer investigated the ventilator on site and solved the reported failures by replacing the expiratory channel printed circuit board (pcb). The replaced pcb was not returned for investigation. Therefore, the root cause to the reported issue could not be established by this investigation.